Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. He met with resistance and backed down before making a second attempt at deployment. The cardiologist again met with resistance. He made a third attempt at deployment; the posterior needle presented, but the anterior did not. Another attempt at back-down was unsuccessful. Fluoroscopy revealed that the anterior needle did not back down all the way. The pt was sent for surgical removal of the device. A cut-down was performed and the device was easily removed. The pt was doing fine after surgery.